Event description:
It was reported by service report that the bed has cracked inner and outer panels as well as cracked foot and head boards. No adverse consequences are reported.

Manufacturer narrative:
Results: siderail panel. Headboard and footboard.